Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively with the information provided. (B)(4).

Event description:
A surgeon reported that following laser assisted cataract surgery, the patient presented with vitreous detachment, as well as retinal detachment and tear, in the left eye. A vitrectomy with gas bubble was performed to treat the event. The event resolved with the treatment. In the opinion of the surgeon, it is unknown whether the laser caused or contributed to the event. No further information is expected.